Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 370 mg/dl while wearing the pod for approximately 47 hours on the abdomen. The patient's blood glucose remained elevated despite insulin boluses, and the pod indicated maximum insulin delivery. It was reported that the pod's cannula may be blocked. The patient contacted the hospital, but no medical assistance was provided. The patient was advised to change pods. As treatment, insulin was administered using an insulin pen, and a new pod was applied.